Event description:
It was reported that there were impedance readings of greater than 40,000 ohms. Prior to a MRI the impedance measurements were done and all pairs with 0 (c/0, 0/1, 0/2 and 0/3) were greater than 40,000 ohms. The patient was scheduled for a revision on (B)(6) 2015 to replace the extension and battery as a result of the open circuit. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3387-40, lot# n24923b, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3387-40, lot# n24923b, implanted: (B)(6) 2001, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3387-40, lot# n24923b, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was later reported that the implantable neurostimulator (ins) was being replaced on the date of this report, the device was at 2.63v. The healthcare professional wanted an MRI of the patient's brain but there were high impedance readings. The healthcare professional wanted to implant on the other side. Initially all contacts associated with 0 were greater than 40,000. The patient was programmed at 3+1-, 3.3v, 120usec, 160hz and 1455 ohms therapy impedance. Intraoperative impedances were tested with extension/lead connection at .7v, 1.5v, 3.0v and the values looked well. Impedance values when checking with the external neurostimulator (ens) were 0/1-2127, 0/2-2531, 0/3-2221, 1/2-2742, 1/3-2558, 2/3-2636. It was unknown what the issue was but there was something wrong. They had decided to replace the extension after seeing the lead was good. After replacement impedances on all contacts associated with 0 and 1 were greater than 40,000 ohms. Components were wiped down and the issue had remained. They then had gone back to the lead and saw all contacts greater than 40,000 ohms except 0/2 was 25552 ohms. They had done some troubleshooting and got normalized impedances but they had still been weird. The healthcare professional had decided that it was probably something positional with the lead and opened up where the burrhole was. They had ended up removing the lead, extension and left ins. They were going to go ahead with an MRI on the day following the date of this report and would implant in the subthalmic nucleus (stn) on the left and right side the week following the date of this report. The patient had come in for a procedure on (B)(6) 2015 and they had implanted the right side in full and there were no problems with the right. They had gone to the left where they were going to place an extension but the pocket looked infected. The ins was removed so the infection could be treated. The healthcare professional had planned to bring the patient back as soon as the infection was cleared to place the ins and extension. Additional information indicated that the patient had not had an infection.